Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and in conjunction with or before orthopedic procedure. At some time post filter deployment, it was alleged that the filter tilted and struts perforated into the organs. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately, one month and three weeks of post deployment, the patient experienced abdominal pain, computed tomography of abdomen and pelvis with contrast was performed which showed an inferior vena cava filter was in place. Around, five years and ten months later, computed tomography of abdomen and pelvis without intravenous nor oral contrast was performed which showed superior extent of filter at l2-l3 disc space. Inferior extent at superior margin of l4. A total of six prongs have perforated the inferior vena cava. On coronal images there was tilt of filter from right to left. Sagittal images tilt the filter anterior to posterior. Therefore, the investigation is confirmed for filter tilt and perforation of the inferior vena cava (ivc). Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 12/2012).